Manufacturer narrative:
This report is being submitted to correct a duplicate MDR. It has been determined that MDR 1220648-2025-47809 and MDR 1220648-2025-46531 report the same event. This report (1220648-2025-47809) is being closed as a duplicate of the initial, valid report (1220648-2025-46531).

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that they encountered placement signal issues and that the patient had stroke, thrombus and mitral regurgitation during impella 5.5 support. It was noted that placement signal not reliable alarm (psnr) was on and that ps (placement signal) drift was noted prior to psnr. Additionally, patient encountered stroke. Cat scan revealed that patient had a clot to right mca (middle cerebral artery). Patient was not a candidate for mechanical thrombectomy. Patient experienced hemorrhagic conversion of prior ischemic stroke and anticoagulant was discontinued. Moreover, patient had severe mitral regurgitation for which the medical team planned on increasing medical management for patient also encountered hematoma.